Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins doesn't discharge as fast as it was used to. Patient was worried to lose therapy and control on the recharge state of the implanted battery. During the phone call it was confirmed that the ins was on the patient controller was working as intended. The patient was invited to contact the hospital to have the battery checked. Additional information received reported the patient called back after receiving their new controller, it was set up with patient services, but the issue persists. The ins battery display always shows 100% despite using it all day, and usually around this time of day, the patient already has a battery level of 60%. The patient states the stimulation was active, no pain. Moreover, when the patient tries to charge it will do so for 2 mins and then the message 'recharging finished' shows up and patient cannot charge anymore. The patient was worried as the health care provider (hcp) told them to base themselves on the ins battery level and never go under 50% due to her high settings. A new recharger was ordered, and the patient has an in-clinic appointment on the 17th. It was further reported that patient services helped the patient set up the new recharger system. Patient was advised to wait until the next day and see whether the ins battery level decreases. The patient has been notified that they should call back if replacement of their product does not resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.